Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00218. This report is being submitted as additional information. Approximate age of device ¿ 11 days. Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. The heartmate ii left ventricular assist system (lvas) instruction for use explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that elevated flows and powers were observed. The patient¿s plasma hemoglobin was 8 mg/dl, lactate dehydrogenase (ldh) was 401 u/l, and urine was normal. Review of the system controller log files by the manufacturer's technical service representative noted the data showed an increase in power and a trajectory that may be linked to the presence of thrombus. No additional information was provided.